Event description:
Pt had double lumen first PICC placed in 2004. Two months later, catheter noted to be communicating between lumens during an infusion. PICC removed & catheter exchange done to a bd l-cath double lumen PICC.